Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 240 units of insulin. Although requested, the customer declined to load a new cartridge and continued to use the existing cartridge for insulin therapy. The customers¿ blood glucose level was 136 mg/dl.